Event description:
It was reported that when using the bd pyxis¿ es refrigerator application was frozen. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was stuck on application screen. A field service engineer (fse) unplugged the scanner and printer, but the screen remained stuck. The fse initiated the reimage process to upgrade the device to version 1.74. But issue persisted. The fse replaced the solid-state drive (ssd) hard drive and attempted the reimage process again. The reimage process still failed, and the screen continued to remain stuck. The fse disconnected the helmer refrigerator from the station and rebooted the system. The fse unplugged and reconnected the power for the service kit router inside the refrigerator, but the application continued to freeze. The fse completed the reimage process. The fse found that service kit router in refrigerator was failed and not communicating with or detected by the station. The fse replaced the refrigerator power supply to check the router get on and then replaced the router power cable. The fse confirmed that the power to the router was restored. The fse turned the refrigerator and station back on. The fse confirming that there were no failures and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.